Manufacturer narrative:
Concomitant medical products: dtbb1qq crtd; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a fracture. It was noted that the ra lead had high impedance measurements, oversensing atrial fibrillation (af) due to the fracture and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.